Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02066. The pt received his scs system, including an ipg and a surgical lead, on (B)(6) 2010. The pt reported he recently had a seizure; during which, one of the people assisting him was shocked while holding him. The pt asserted his scs system is causing his seizures. Attempts to follow up with the pt's physician have been unsuccessful. According to the MFR's device registration system, the scs system remains in use. No additional info is available at this time.